Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse adjusted the backwash cup within the probe wipe housing resolving the leak. The fse also discovered that the instrument was generating hemoglobin (hgb) incompletes (vote outs) during startup. The fse replaced worn yellow striped tubing from the back of the hgb cuvette and replaced a sluggish actuator at vl4a (hgb drain valve) resolving the issue. (B)(4).

Event description:
The customer reported that approximately 2 milliliters of "clenz" had leaked on the blood sampling valve drip tray of the lh750 instrument. The leak was not contained within the instrument. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.